Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard/davol perfix plug may have caused or contributed to the events as alleged. The attorney alleges that the patient had subsequent surgical intervention; however no details/medical records have been provided at this time. No lot number has been provided therefore a review of the manufacturing records is not possible. As reported the patient was implanted with three medical devices, and is making a claim for an adverse patient outcome against the bard/davol perfix plug. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery and was implanted with an unspecified bard/davol marlex mesh, an unspecified bard/davol perfix plug, and a non-bard/davol ethicon prolene polyproplene hernia system on (B)(6) 2009. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges patient experienced emotional distress and the device was defective.